Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of an right atrial (ra) lead, the physician had difficulty placing the lead. After numerous placement attempts, it was noted that the ra lead insulation was damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.